Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they insulin pump had received software error detected. Customer's blood glucose was 82 mg/dl. Customer stated that they insulin pump was suspended for more than 4 hours. Customer declined to troubleshoot. Product will not be return for analysis.